Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was initially reported an error related to doxorubicin infusion that was programmed using device interoperability. The error reportedly occurred in the pharmacy when they "sent double the volume of drug." The hospital's clinical pharmacy manager is reportedly trying to figure out the sequence of button pushes to understand at what point the error was caught by nursing. From what the clinical pharmacy manager can see in the infusion report, it looks like the rn infused half the syringe volume (correct amount) but then maybe started the infusion again due to remaining volume. The customer reached out to bd to assist with data interpretation. The customer clarified that the error allegedly originated in the preparation of the medication. The customer added that it was not an issue with the device. There was patient involvement, but impact is unknown. Although requested, additional information was not provided.